Manufacturer narrative:
The product was not returned for analysis; the lens discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an issue described as haptic tension in the injector. Additional information was requested.